Event description:
Customer reported an elderly patient experienced skin stripping of blistered areas when the loban drape was removed. The customer said they applied the drape with a little tension. Customer was not aware of any treatment.

Manufacturer narrative:
It is specified in the "directions for use" that skin of elderly patients is typically fragile and thus requires greater care when removing the drape. We were unable to obtain information from the user facility if instructions were followed properly when applying/ removing the loban drape. This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.